Event description:
This event is being filed to report an event of dural puncture during implant resulting in headache symptoms. The issue was resolved via explant of the device. This event was captured within a literature review. The date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional device and event information was not provided.